Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for normal elective replacment indicator (eri). However, premature battery depletion was discovered upon laboratory analysis.